Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer generated an air detector alarm and activated the led without an accompanying audible alert. This issue presents a potential risk of air embolism to the patient. There were unknown patient involvement and unknown harm reported.